Event description:
It was reported the patient experienced a "shocking or jolting sensation" when he adjusted the stimulation parameters. The patient was unable to turn the device down. The manufacturer's rep met with the patient. No shocking was felt during reprogramming. All impedances were with normal ranges. The "unpleasant stimulation" the patient experienced was due to the amplitude being turned up too high. The device was at end of life and will be replaced at a later date. The device will not be sent back to analysis. A follow-up report will be submitted if additional information becomes available.